Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii y 22gax1.00in prn/ec slm the tubing split and leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, the patient underwent enhanced CT of the chest and full abdomen with a closed venous indwelling needle. During the examination, it was found that the tube of the closed venous indwelling needle was ruptured, causing leakage of the drug solution, and the tube was clamped, followed by blood oozing, and pressing immediately stop bleeding.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1319439. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported while using bd intima-ii y 22gax1.00in prn/ec slm the tubing split and leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, the patient underwent enhanced CT of the chest and full abdomen with a closed venous indwelling needle. During the examination, it was found that the tube of the closed venous indwelling needle was ruptured, causing leakage of the drug solution, and the tube was clamped, followed by blood oozing, and pressing immediately stop bleeding.